Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred FREQUENTLY between (b)(6) 2026. The wearable was inserted into the arm on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. On The same day, it was reported that the patient reported symptoms consistent with hyperglycemia and obtained a fingerstick BG measurement of 600 mg/dL, while the CGM displayed 200 mg/dL. The patient reported attempting three calibrations; however, the sensor continued to provide readings that did not align with the fingerstick BG value. The patient was unable to confirm whether her Tandem Mobi insulin pump was automatically delivering insulin based on the CGM values during the event. The sensor was subsequently removed on (b)(6) and replaced with a new sensor, which reportedly functioned normally thereafter. On (b)(6), the patient reported being hospitalized and stated that she had been diagnosed with diabetic ketoacidosis (DKA). The patient also reported symptoms including chest pain, arm cramps, leg cramps, and hyperglycemia. No information was provided regarding treatment administered for the hyperglycemic event on (b)(6), and details regarding treatment for the reported DKA, hospitalization course, and medical management could not be obtained. The patient stated that she had been ill aside from the reported CGM issue and could not state that the device caused the DKA. The patient noted that symptoms had been present prior to use of the reported sensor and that the replacement sensor inserted on (b)(6) functioned normally. The patient's condition at the time of reporting was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. On (b)(6) 2026, the reported glucose values fall within the C zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.